Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the device; however, the reported device damaged by another device, material deformation (crushed stent) and reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: excelsior. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.0 x 18 mm multi-link 8 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left main trunk (lmt) near the left circumflex (lcx) coronary artery and a lesion in the proximal left anterior descending (lad) coronary artery. Intravascular ultra sound (ivus) was performed and substantial size of coronary artery aneurysm was observed around the bifurcation between the lad and lcx, diffusely stretching into lad and lcx. A 3.5 x 15 mm multi-link 8 stent delivery system (sds) was selected for the procedure in the lmt near the lcx. The sds was advanced to the lesion and the stent was deployed at 10 atmospheres. Following the deployment of the stent there was difficulty removing the sds. During the removal attempt the non-abbott guiding catheter went further into the anatomy and unintentionally crushed the proximal end of the deployed stent. A 4 mm balloon dilatation catheter (bdc) was and inflated to expand the crushed end of the stent. Then the sds was pulled into the guiding catheter and they were removed from the anatomy as one unit. Post-dilatation was performed to ensure the stent implant was fully expanded. A 4.0 x 18 mm multi-link 8 sds was selected for the procedure in the lad. The sds was advanced to the lesion and the stent was deployed. Following the deployment of the stent there was difficulty removing the sds. During the removal attempt the non-abbott guiding catheter was advanced, the sds was pulled into the guiding catheter and they were removed from the anatomy as one unit. Post-dilatation was performed to ensure the stent implant was fully expanded. Coil embolization was then performed on the aneurysm. No additional information was provided.